Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient temperature was displayed on the arctic sun device during cooling and rewarming. The patient was now maintaining normothermia and the temperature stopped reading. It was just showing dashes in the temperature reading. The user changed the foley probe, and it still read dashes, so they changed the device. The new device (serial# (B)(4)) also would not display the temperature. The temperature from the foley probe did read on their bedside monitor. Initially, the temperature in the cable was in temperature port 2, but the temperature still did not read when moved to temperature port 1. The user got the cable from the first device, and still no temperature was reading. The user would order a new temperature cable and monitor the patient temperature and add a bair hugger if needed.

Event description:
It was reported that patient temperature was displayed on the arctic sun device during cooling and rewarming. The patient was now maintaining normothermia and the temperature stopped reading. It was just showing dashes in the temperature reading. The user changed the foley probe, and it still read dashes, so they changed the device. The new device (serial# dycwy580) also would not display the temperature. The temperature from the foley probe did read on their bedside monitor. Initially, the temperature in the cable was in temperature port 2, but the temperature still did not read when moved to temperature port 1. The user got the cable from the first device, and still no temperature was reading. The user would order a new temperature cable and monitor the patient temperature and add a bair hugger if needed. Per follow up information received on 06jan2022, nurse stated that there was no patient injury and patient was able to complete therapy. The device and components were sent to biomed for evaluation. Nurse also stated that device was working and in use. After that biomed stated that the device and temperature cable were returned but it was the temperature cable that was not working, so they ordered a new temperature cable which corrected the issue, the device had no issues and was in use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.